Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) tray cover was damaged, and the device was not secured to the universal stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the central processing unit (cpu) tray cover was damaged, and the device was not secured to the universal stand. The customer requested a new cpu cover plate because its screws were stripped. The remote service engineer (rse) provided the customer with the part numbers of the replacement cpu tray cover and thumbwheels for repair. Per good faith effort (gfe) response, the customer ultimately ordered and installed the replacement cpu tray cover and thumbwheels and verified that all was well. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.